Event description:
It was reported that the staple gun misfired during a colon resection and the staple line opened up along its entirety. Procedure completed via a true adbominoperineal resection with an end-colostomy.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.